Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported inappropriate auto mode switching episodes were observed due to crosstalk. A programming change was recommended. No further information is available.